Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all of the conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and there was apparent explant damage.

Event description:
It was reported that the left ventricular lead had positioning difficulty and it "moved." The day after its implant the lead was removed and replaced. No patient complications have been reported as a result of this event.